Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dosage via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2016-, it was reported that the patient's healthcare provider (hcp) informed the patient that the pump had died. According to the consumer, the patient was not referred to another hcp for replacement and no oral medications were provided. The consumer also reported that the hcp office turned the pump off. After this, the patient got a bad spider bite on their achilles' tendon and went to the ER, where they were misdiagnosed with a tylenol overdose and the patient was accused of being in violation of the pain contract. The patient was dismissed by the hcp. According to the consumer, the patient went to an orthopedic specialist and received shots for the spider bite. The patient was in bad shape and was without an hcp.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from healthcare professional via a manufacturer representative reported the patient was new to the follow up healthcare professional (hcp) and it was stated that the pump was stopped 8-9 months ago. No symptoms were reported at this time regarding this event. No further complications were reported/anticipated.

Event description:
Additional information was received from a consumer (con) on (B)(6) 2017. It was reported that the patient said she was lied to and was told that the pump died but she thinks the pump was turned off. The patient had gone from a walking, talking person to having seizures and pain. The patent was dismissed due to a tylenol overdose and a spider bite. The patient may not be able to use the pump and may need to go on oral meds if the cannot find a managing physician. The patient was satisfied with the pump until he lost his managing doctor. The patient was given listing of healthcare professionals.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.